Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones and was thus explanted. There was expressed concern regarding this device's battery longevity. It was noted that the device would be returned to guidant for analysis.